Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Continuation of concomitant: 1222t52 st jude lead, implanted unknown; 1226t52 st jude lead, implanted unknown.

Event description:
It was reported that the lead was explanted for system upgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.